Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis.. Final analysis found only the connector tip returned measuring 9.3cm, with full breached insulation degradation 7.1cm from the connector pin. The degradation was noted to be adjacent to the connector boot. No conductor fractures or internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.